Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch basic enhanced meter was reading prompting a not ok message and a retest message. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the not ok message began on the same day, at 7:30 a.m. She was finally able to test and obtained a result of 141 mg/dl. She also reported that the meter was prompting a retest message. At some point, after the meter issue, the patient began to feel shaky, have difficulty speaking and her legs were shaky. With the assistance of the customer care advocate, she was able to obtain a result, which was 58 mg/dl. The patient denied receiving medical attention or taking action following use of the meter. The meter was replaced. This complaint is being reported as the patient alleged she became hypoglycemic after being unable to test with the reported meter. The reported retest issue was not resolved.